Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. The event happened during programming/setup in medicine department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported powers off without user input, which was reproduced through troubleshooting of the device. A review of the event history log identified powers off without user input as improper shutdown messages. The cause was determined to be a depressed contacts on rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.